Event description:
On (B)(6) 2013, the reporter claimed that she had low blood glucose readings since her transition from insulin treatment via syringe to treatment with insulin pump. On (B)(6) 2013, the patient took lantus via syringe after she completed her pump training. Her temporary basal insulin was turned off until (B)(6) 2013 at 5 am. The patient reportedly started having lows on the evening after she had insulin pump training and took a bolus dose for dinner. Animas has made 3 attempts to contact the patient back for more information about the incident but was not successful. This complaint is being reported because the patient allegedly had low blood glucose readings while on insulin pump therapy. It is not clear whether diabetes management, use error, or product malfunction was involved the reported incident.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/09/2013 with the following findings: a review of the pump's history showed that the pump was not in use between the dates of (B)(6) 2013. There were no alarms related to the complaint noted in the pump history; only typical usage observed. The delivered boluses and basal infusions add up correctly to equal the total daily insulin delivery rate which was programmed by the user. The 29-hr flow accuracy test was performed successfully and the units remaining were correctly calculated and recorded in pump history. The history/settings issue was not able to be duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.